Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure was caused by a defective drawer controller card. The field service engineer (fse) replaced the main drawer 3.1 controller card to restore operation. After replacement, the drawer was tested using hardware test application (hta) diagnostics, and the results confirmed proper functionality. Test evidence was saved in the system folder. The system functioned as intended after the field service engineer repaired the device.